Manufacturer narrative:
A field service engineer (fse) checked the pipetting accuracy on the instrument on 23-nov-2021. It met acceptance criteria. The investigation is ongoing.

Event description:
There was a complaint of questionable glucose hk results for 1 patient tested with a cobas c111 module. The questionable results were reported outside the laboratory. The patient complained about the result and it was retested. The patient¿s initial result was 170.83 mg/dl. On (B)(6) 2021, the sample was repeated 3 times with results of 75.59 mg/dl, 74.79 mg/dl, and 85.12 mg/dl. The customer believes the repeated result of 85.12 mg/dl to be correct. The glucose hk used was lot 53806801 and had an expiration date of 31-aug-2022.

Manufacturer narrative:
The last calibration prior to the event was on (B)(6)-2021 and met acceptance criteria. The qc was provided from (B)(6) 2021 until (B)(6) 2021 and was inconspicuous. The investigation stated that calibration and qc data do not indicate a general analyzer or reagent issue. The pipetting accuracy check was within specification. The investigation did not identify a product problem. The cause of the event could not be determined.